Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged or used the ipg for approximately an year. As such, the ipg was inoperable and would no longer communicate with external devices. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted and replaced. Stimulation was restored post-procedure.